Manufacturer narrative:
Additional information' h3-lens has not been returned. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis. In a separate visit the lens was explanted. Treatment was performed. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- additional information was received indicating that the problem was resolved. "The patient's ucva is the same as before the surgery." Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).